Event description:
The customer reported that the insulin pump alarmed motor error several times during bolus, basal, and fixed prime. Troubleshooting was performed. Ran a displacement, self, rewind, and manual prime tests and passed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with currents within specification, and the motor passed the motor test.